Event description:
It was reported that this pacemaker exhibited pacemaker mediated tachycardia (pmt) and farfield oversensing. There was an episode of pacemaker mediated tachycardia (pmt), which was terminated by the pmt algorithm. Technical services (ts) was consulted and recommended reprogramming. Later on, the device was reprogrammed. The device remains in service. No adverse patient effects were reported.